Event description:
It was reported that after a laparoscopic sigmoid colectomy procedure, the doctor encountered a post-operative bleeding from suture line in the inferior mesenteric due to mechanical failure. The bleeding was noticed after surgery. Evicel was also used during the surgery. Another complaint was submitted with evicel information (complaint (B)(4)). Post-operative procedure was blood transfusion and radiology percutaneous drainage. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested but unavailable: please explain what is meant by ¿mechanical failure?¿ was the mechanical failure addressed intra-operatively? How far post-op did the bleeding occur? How was the bleeding identified? How many units of blood were administered? What was done by radiology to address the bleeding? Were there any issues with device performance in the first procedure? If yes, please explain.